Event description:
Additional information was received indicating that a system message was displayed alerting the user that vitrectomy is unavailable.

Manufacturer narrative:
Additional information is provided in the event description based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the procedure vitrectomy was not available. The case was completed using an alternate system. There was no harm to the patient. Additional information has been requested but not received.